Event description:
Patient received inappropriate therapies due to noise. Lead was explanted.

Event description:
Major pump unit(s) involved: external control system failure;pbu cable.specific component(s) involved: component: pbu cable.causative or contributing factor: patient noncompliance in device maintenance and protection.intervention(s): reminded pt about care of equipment.implant device type: lvad.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis revealed an insulation abrasion at 50cm from the helix, exposing the proximal coil. The etfe insulation of one of the is-1 proximal cables was abraded resulting in the reported noise when in contact with the ICD can.